Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) found check clutch alarm from alarm history. The device was visually inspected and found broken plunger case. A functional test was performed, and the reported issue was confirmed by visual inspection. The probable cause is plunger tube. Found check clutch alarm from alarm history; right plunger case cracked. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer was reported that the pump found with the loose plunger head. There was no patient involvement/no adverse event reported. Evaluation of the returned device identifies the check clutch alarm from alarm history. This could lead to interruption of therapy in use.